Event description:
The customer reported that, during the fourth case of the day, the system made a noise and the system shut down. The customer tried to reboot and failed. The incision had been made with viscoelastic inserted into the eye and continuous curvilinear capsulerhexis completed. The surgery was delayed for 1.5 hrs. The surgery was completed with another system. A corneal fold was noted to the pt's eye. The customer stated the corneal fold was not related to the system shut down. The customer stated there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with a 21 cfr 803.56 when add' l reportable info becomes available.